Manufacturer narrative:
Additional device product codes: hrx. Complainant part is not expected to be returned for manufacturer review/investigation. Part #: 03.404.000s. Synthes lot number: 41p5029. Manufactured by jabil inc-monument. A DHR file from the time of manufacture could not be reviewed because it is not been scanned into tungsten yet. Jde confirmed that the lot was released for sale in march 2020. A search in mdd nonconformance module confirmed that no nonconformance's occurred during manufacture. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an (B)(6) 2020, the two (2) ria 2 bone harvesting kit plastic covering of the drive shaft collapsed. The two (2) separate ria 2 tube assemblies crumpled during reaming. The surgeon was reaming a tibia and was using the handle portion of the tube assembly to exert his force for reaming. He began with a 13mm reamer head, which was too large for a single pass. He stepped down to 11.5mm reamer but still had to exert much force to ream through the intramedullary canal, which caused the first tube assembly to collapse. After the 11.5 reamer passed, he changed back to the 13mm reamer. The 13mm reamer passed as well, but he also pushed hard enough to collapse the second tube assembly during that reaming. In both tube assemblies reaming was unaffected, however, the suction of tissue and irrigation back through the tube was decreased. All tissue and irrigation was suctioned out of the canal at a slower rate. The ria 2 drive shaft was unaffected and is still functional. There was no surgical delay. The procedure successfully completed. The patient was not harmed or affected. Concomitant device reported: drive shaft (part number unknown; lot unknown; quantity: 2), 11.5mm reamer head for ria 2 sterile (part number 03.404.019s, lot 29p3334, quantity: 1), 13.0mm reamer head for ria 2 sterile (part number 03.404.022s, lot 34p3631, quantity: 1), 2.5mm reaming rod with ball tip/950mm-sterile (part number 351.706s, lot unknown, quantity: 1), measure device f/guidewire ø3.2 f/357.399 (part number 357.399, lot unknown, quantity: 1), 3.2mm drill bit/qc/145mm sterile (part number 310.31s, lot h177934, quantity: 1), ria 2 bone harvesting kit 520mm sterile (part number 03.404.000s, lot 35p0833, quantity 1). This report involves one (1) ria 2 bone harvesting kit 520mm sterile. This is report 2 of 2 for (B)(4).